Event description:
The customer reported a time settings issue following a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor and follow up if a time discrepancy of more than five minutes occurred again, which the customer understood and acknowledged.